Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and crease flat. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge on posterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device was explanted.